Manufacturer narrative:
The customer's reported complaint of user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional test and archive review. The root cause of the failure was due to a defective load cell and once it was replaced, the ua07 message was able to be cleared. During functional testing the "ua07" (discrepancy between load 1 and load 2 too large) message appeared upon power up. The defective load cell was replaced to remedy the error message. The review of archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on (B)(6) 2016. Visual inspection showed the front enclosure of the platform is cracked and the clutch is sticky. The autopulse platform is a reusable device and was manufactured on 01/09/2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform was functional without issue. The front enclosure was replaced and the clutch plate deburring was performed to solved the sticky clutch issue. After the repair, the autopulse passed the 15 minutes run in test and load cell characterization test. Historical complaints were reviewed and one previous related complaint (B)(4) was reported for this autopulse platform (s/n (B)(4) for the same user advisory (ua) 07(discrepancy between load 1 and load 2 too large) error message. Ua 07 error message was confirmed during archive review and functional testing. Only one defective load cell (single) was replaced to remedy the error message. The functional test was performed after replacing defective load cell, and did not duplicate any of the user advisory or fault for this ccr (B)(4).

Event description:
It was reported that autopulse displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Multiple attempts has been made but no information has been received. No patient consequences reported.